Event description:
It was reported that during a da vinci-assisted surgical procedure, the image of the 30 degree endoscope was flipped on the monitors and in the high resolution stereo viewer (hrsv). It was noted that the clinical sales representative (csr) contacted technical support to report the issue. The csr noted that they had resolved the reported issue. The technical support engineer (tse) reviewed the system logs and found no endoscope related errors. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported issue was addressed with phone support. The image of the 30 degree endoscope was flipped on the monitors and in the high resolution stereo viewer (hrsv). It was noted that the clinical sales representative (csr) contacted technical support to report the issue. The csr noted that they had resolved the reported issue. The technical support engineer (tse) reviewed the system logs and found no endoscope related errors. No site visit was conducted. The system was working properly and no additional action was required.